Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Pump received with cracked display window, cracked case at display window corners and broken reservoir tube lip.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had button error alarm on the display. It was reported that the buttons were unresponsive. It was reported that the pump would be replaced and returned for analysis. No further information provided.